Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID 97745nt (serial: (B)(6)); product type: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller is not working properly. Patient said it is saying it can't charge because the battery is dead even though they put the charger in the outlet and the green light comes on. Agent advised to reset controller and after reset the controller did not power on without the battery pack to the wall. Pt did see a green light on ac power but would not power up controller unless the lith battery was put in there. Once the battery pack was put back in stated controller battery low charge controller. Agent advised to check for damage in which the patient did not detect. The issue was not resolved through troubleshooting.  Pt mentioned back stimulator not working so been in pain for a couple of days because cannot use stim and or take meds because of being on an antibiotic from getting a virus. A replacement controller and ac power supply were sent out.

Manufacturer narrative:
H3: product ID: 97745nt, serial# (B)(6) was returned for analysis and found the complaint was unable to be verified; unit pairs and charges ins and internal battery pack and powers up with battery pack, ac charger and aa batteries. They were able to pair and communicate with the test implant via wireless and activate and deactivate stim functions. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.